Event description:
Reporter alleged discrepant blood glucose results during back to back testing. Customer stated glucose measured 180, 294, & 455 mg/dl when all tests were performed within 5 minutes. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.